Event description:
It was observed during field service by an olympus field service engineer (fse), that the endoscope reprocessor took too long to fill with water during the reprocessing cycle. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the slow filling of the reprocessor was a faulty water filter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.